Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead in non-physiologic intervals and electromagnetic interference (emi). A lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). It was noted that the patient had breast surgery during which high voltage therapy was delivered. A magnet was placed on top of the implantable cardioverter defibrillator (ICD) during surgery, but it slipped away from the site. It was noted that the lia could not be ruled out. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.